Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was not repeatable. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
A stryker service representative was performing routine preventative maintenance on the customer¿s device and observed an event code logged in the device memory which is related to a potential issue of the device to deliver defibrillation energy. There was no patient use associated with the reported event.